Event description:
The customer's (B)(4) report stated "the patient was on a norepinephrine drip for falling blood pressure. In spite of titrating the drip up, the patient was not responding. Eventually it was noted that the tubing between the pump and the patient was leaking onto the floor. The tubing was replaced and the patient responded appropriately to the medication. There was no report of patient harm or medical intervention. No further patient or event information was available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.